Event description:
The customer called to report that the insulin pump gave him two motor error alarms during the rewind process. Had the customer inspect the drive support cap, and he stated that it was protruding. Advised the customer that the insulin pump would need to be replaced. However, the customer stated that there was no need to send an insulin pump as he would be using his back up insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.